Event description:
Cryoblation of atrial tachycardia close to his bundle, with brief cryomapping and one 4 minutes cryoblation resulting in success. Testing with a 30 minutes post ablation waiting period showed no inducible tachycardia. Post procedure, the pt suffered a cardiac tamponade and was successfully stabilized. The physician did not blame the cryocatheter for perforation, stating tamponade "is inherent risk of electrophysiology". The pt also stated that although the pt required treatment and hospitalization, the pt was expected to make a 100% recovery. The device did not malfunction. Contribution by catheter is unlikely but cannot be ruled out.